Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that an increase in post implant pain. The surgeon opened the wrong area, quickly closed it and opened the pocket where the ins was and removed both the ins and lead indicted. The issue is resolved at the time of this report.